Event description:
The following was reported to hamilton medical ag: summary: technical event: 231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: blower defect. Replacement of the blower solved the issue.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: blower defect. Replacement of the blower solved the issue. Corrected: d2/d4 were corrected, because of the copy paste error. It is about a hamilton-c2 not a hamilton-c3.